Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000162, serial/lot #: n/a. Product ID: bi71000163, serial/lot #: n/a. A medtronic representative went to the site to test the equipment. Testing revealed that there were defective batteries. The battery trays were replaced and the system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system battery icon was flashing red and will not hold a charge. There was no patient involved.